Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: ktt. Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/ investigation. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for trochanteric femur fracture with the implants in question. On (B)(6) follow-up images showed excessive telescoping. On (B)(6) it was found that the blade penetrated the bone head and stung the acetabulum. The acetabulum was injured. On (B)(6) the patient underwent revision surgery to remove the implants. No further information is available. Tfna fenestrated helical blade 105mm - sterile. This report is for one (1) tfna fenestrated helical blade 105mm - sterile. This report is 1 of 1 for (B)(4).